Manufacturer narrative:
MFR reference #(B)(4). Please reference 2032546-2016-00078 (MFR # 10845-2) for the 2nd device reported.

Event description:
Clinical follow up was requested and on (B)(6) 2017 the surgeon provided the following event details. The first istent implantation attempt was aborted after several unsuccessful attempts at deploying the stent in which the surgeon inadvertently created a cyclodialysis cleft. A backup istent was opened but the procedure was aborted secondary to the cyclodialysis cleft. Approximate size of the cleft was 2 clock hours. The cyclodialysis cleft was monitored and the patient's intraocular pressure was managed with topical medications.

Manufacturer narrative:
Engineering evaluation: only one unit ((B)(4)) was returned for evaluation. The following items were shipped with returned product: unit carton box. Patient i.d. Labels. Patient i.d. Card. Inserter. The following observations were made about the condition in which the returned product was received: the tyvek seal had been removed from the outer thermoform packaging tray. Unable to confirm the presence of a stent in any of the returned items noted above. The inserter was returned in a sealed tyvek pouch (likely placed and sealed by the customer). The inserter was found loose within the outer thermoform packaging tray. The inserter was visually inspected and no nonconformities were observed. However, it was noted that residue was on the inserter sleeve and in the inserter tines. The residue had the consistency of dried viscoelastic. The following functional tests were performed on the returned product: the inserter was functionally tested and found to function as intended. Using the same inserter, a new separate stent was re-grasped and released 3 separate times; no issues were identified while retaining and releasing the stent and the inserter functioned as intended. No abnormal noises (such as clicking) was heard during functional testing. The trigger button operated as expected. Conclusion: the stent was not returned with the inserter. The inserter was returned and no nonconformities were observed during the evaluation of the form, fit, and function of the inserter. Furthermore, no clicking noise was heard during functional testing of the inserter. As the inserter was returned without the stent, the inserter did release the stent at some point, though it is unknown when the stent was released. (B)(4).

Manufacturer narrative:
The device was returned to the manufacture and is pending evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Cyclodialysis is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA on 12-28-2016. Refer to MDR # 2032546-2016-00078 ((B)(4)) for the second istent that was attempted to be implanted in this patient.

Event description:
The surgeon reported that the inserter release button would not depress to release the istent and that the surgeon inadvertently created a cyclodialysis cleft. A backup device was opened and during attempt at implantation, visualization was lost and the cyclodialysis cleft became larger so the procedure was aborted. Additional information has been requested.